Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during an attempted impella cp insertion via left femoral artery access, a 14 french introducer was placed; however, the device was unable to advance past the iliac bifurcation due to tortuous anatomy and peripheral arterial disease. An additional attempt was made using a 14 french by 25 centimeter sheath, which was also unsuccessful. Alternative access via the right femoral artery was discussed; however, due to significant disease, no further attempts were made. Additional options, including treatment of vascular calcification and re-attempted insertion, were considered, and the decision was made by the physician to stage the procedure. The procedure was continued with percutaneous coronary intervention (pci) without impella support. No signs or symptoms of patient injury or patient harm were reported in association with this event.